Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number on the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the myosure control unit. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the physician performed an uneventful myosure procedure for uterine tissue removal. The pt went to the recovery room and then was transferred to her room. Approximately, "3-4 hours post procedure" the pt experienced some bleeding and clotting. The estimated blood loss was reported to be 500 cc. Her "hemoglobin decreased from 15.2g to 13.6g/dl". The pt was "immediately" transferred to the operating room. The physician removed the pt's blood clots and performed a hysteroscopy. The hysteroscopy did not reveal anything; no perforation was noticed. The physician then cauterized the pt without difficulty. No other intervention was required. "The pt was fine and she was discharged the same evening."